Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6 (investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit and was able to confirm the reported issue. The fse replaced the display mounting assembly on the rescue unit. The unit passed all functional tested with any further issues. All work with performed on maintenance so# (B)(4). Safety, calibration, and functional testing were completed, and the unit met all factory specifications. The failure analysis and testing dept. Received part display mounting assembly with a reported unit failure of monitor mount on rescue is loose and missing screw. The failure analysis and testing dept. Conducted a visual inspection and found three screws in the bag that was sent back with one screw missing. The fat dept. Installed the three screws that were in the bag and installed the another screw that was missing on the mount. After all four screws were installed, the mount was installed into old rescue cardiosave so that the display mount could be exercised up and down. The fat dept. Could not replicate the complaint that the mount was loose. When the lever was pushed in the mount performed the way it was designed to work. There was no evidence of the mount being loose. Retaining the display mount in the fat dept. Per procedure

Event description:
It was reported by customer prior to use that the cardiosave intra-aortic balloon pump (iabp) unit had cart not popping up the screen issue. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.